Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the black handle. The sealant was covering the balloon and soaked in blood. The advancer tube remained inside the shuttle tube and was properly engaged to the proximal tamp lock upon receipt. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The condition of the returned device indicates that the device may have been manipulated post procedure. The review of the lot history record (f1618703) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the tamp tube (advancer tube) of the mynxgrip device got stuck in the shuttle and the sealant came out with the procedural sheath. The advancer tube was not engaged or visible. The device was being used with a 6f procedural sheath for arterial closure following a diagnostic procedure. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was described as recovered after bed rest. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.